Manufacturer narrative:
(B)(4). The lot number was reported to be one of the three: ur15f23093 (expiration date 23 jun 2020), ur15f140eo (lot number did not exist in our pmda system), ur15e30017 (expiration date 30 may 2020). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link catheter extension set had separated. According to the report, the sleeve/tubing had slipped right out of the "hub that had the blue cap on it," and this is a section of the set that is never supposed to detach. This occurred during the placement of an intravenous line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). During follow up with the reporter, they corrected previously reported lot number ur15f140eo to ur15f14050 (expiration date 14 jun 2020). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot ur15f14050 was manufactured on 06-15-2015, lot ur15f23093 was manufactured on 06-25-2015 and lot ur15e30017 was manufactured on 05-30-2015. A batch review was conducted for lots ur15f14050, ur15f23093, and ur15e30017 and there were no deviations found related to this reported condition during the manufacture of these lots. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.